Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus. The customer's blood glucose was not impacted. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.